Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incidents review of the reported lot could not be conducted because the part and lot number was not provided. It is possible that interaction with other devices, lesion and/or the anatomy resulted in the reported break; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event estimated. The UDI number is unknown as the catalog and lot number were not provided. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported in a general comment that the procedure was to treat an unspecified artery. The supera self expanding stent system (sess) was implanted and a stent fracture was noted. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.